Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection unwound and the tubing came off. Additionally, the customer alleged that pump was not working properly. No additional information was available. Customer reported blood glucose level was "high."reportedly, the elevated blood glucose level was resolved with a supply change.